Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during patient use the medical solution leaked from the product at two sites. The catheter was removed and replaced. The patient condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking during use. The customer returned a piece of an epidural catheter ((B)(4)). The returned sample was visually examined with and without margination. Visual examination of the returned catheter revealed that the catheter appears to have been cut. The customer returned the likely most proximal end. The proximal end appears to be intact. The point of separation on the returned catheter piece shows no signs of stretching and the inner coil wire remains tightly wound. Microscopic examination after a functional leak test revealed that the catheter has a cut in the extrusion material approximately 14.4mm (ruler c05158) from the proximal end. The coils were slightly offset at the same location as the leak. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler (c05158). The returned catheter extrusion piece measures approximately 14.4cm. At least 74.1cm of the other remarks: catheter is missing as the specification for the epidural catheter indicates that the proper length of an epidural catheter is 88.5-91.5 cm per (B)(4). A functional leak test was performed per mrq 000017 section 6.5 rev. 5 using the returned catheter piece and lab inventory snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The likely most distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected from a cut in the catheter extrusion material approximately 14.4mm from the distal end. No other leaks were detected. Specifications per (B)(4) were reviewed as a part of this complaint investigation. The IFU for this product, j-05500-101a; rev 11, was reviewed as a part of this complaint investigation. The IFU warns the user, "do not alter the catheter or any other kit/set component during insertion, use , or removal." A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based on the sample received. Only approximately 14.4cm of the catheter was returned. Visual examination revealed it was the likely most proximal end as the proximal end appeared to be intact. The likely most distal end appears to have been cut as there are no signs of stretching of the coils or extrusion. The coils are slightly offset at approximately 35mm from the proximal end. During a functional leak test, a leak can be seen coming from the same location where the coils were slightly offset. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the information provided, the observed catheter damage, and the time of discovery, operational context caused or contributed to this event.

Event description:
Alleged event: during patient use the medical solution leaked from the product at two sites. The catheter was removed and replaced. The patient condition was reported as fine.